Event description:
It was reported that, "a rep noticed that angled inserter for my vlif was broken. The weld connecting the tip broke and separated from the main shaft. The inner shaft also does not have hex end."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.